Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) small volume folfusors ruptured. The bladder ruptures occurred upon filling the devices prior to patient use. The sets were filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot manufacture date: june 08, 2020 - june 09, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.